Event description:
It was reported that during a laparoscopic gastric by-pass procedure, misfired, the surgeon experienced the device to be hard to fire. The jaws where rough to close and firing handle was very hard felt like something was holding the knife back. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the ets45 device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received partially fired and with the lockout spring normal. The device open and closed without any difficulties noted. No additional functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.